Manufacturer narrative:
The device was received for evaluation. During evaluation, the device keypad was not functioning as the decimal point key and the number 4 key were not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device keypad was not functioning properly as the decimal point key and the number 4 key were not functioning. No additional information is available.